Event description:
A report was received that the patient was experiencing a decubitus ulcer and herniation of the ipg through the skin. The physician explanted the patient. The event is resolving and was assessed as device and procedure related.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-2352-50 serial/lot: (B)(4) description: linear 3-4 lead, 50 cm model: sc-4316 serial/lot: (B)(4) description: next generation anchor kit-sterile the explanted leads and clik anchor were not returned to bsn. Analysis of ipg sc-1132 (B)(4) revealed that the residual gas analysis verified that the case is intact. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. A review of the manufacturing documentation for the leads and clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient was experiencing a decubitus ulcer and herniation of the ipg through the skin. The physician explanted the patient. The event is resolving and was assessed as device and procedure related.